Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient stated they didn't feel like the therapy was working at all and they were worse off than they were before the implant. Patient said they couldn't hold it constantly to the point they were almost going to have to buy diapers soon. Agent asked how long this has been going on and patient said it was a little worse after the first MRI, but the second one in march has been terrible. Patient mentioned they have had a couple surgeries and mris since october. Patient also said they have put the device in MRI mode a couple times for the mris, but now the handset was not working. Caller stated that the handset will not power on and is just flashing a light when they attempt to power the device on. Patient tried to reset the handset, but that did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset. On (B)(6) 2026 the patient called back and mentioned they couldn't connect to the ins with their new handset. The agent reviewed general programming guidance and the patient was able to connect. The patient confirmed stimulation in the bicycle seat. The patient was to monitor their symptoms and was redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.